Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No, lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens, -12.0/3.0/94 diopter, and the lens went into the patient's eye upside down. The lens was removed with no apparent injury. Another same model lens lens was implanted on (B)(6) 2015 and the problem was resolved.